Event description:
It was reported that during a port placement procedure, the sheath was allegedly broken off in the vessel during the procedure and the catheter could not be inserted. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one groshong catheter with a loaded catheter stylet, one 8.0fr introducer peel-apart sheath and dilator and few other components were received for evaluation. Visual, microscopic and functional evaluations were performed. The peel-apart sheath and vessel dilator was noted to be bent. Bunching was noted on the distal portion of the peel-apart sheath. The distal end of the peel-apart sheath was noted to be deformed. The edges were noted to be jagged. No other anomalies were observed. Therefore, the investigation is confirmed for the identified deformation issue. However, the investigation is unconfirmed for the reported fracture and material separation as no break issue was identified during the sample evaluation. The investigation is inconclusive for the reported difficult to insert as the exact circumstances at the time of the reported event cannot be verified. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a port placement procedure, the sheath was allegedly broken off in the vessel during the procedure and the catheter could not be inserted. There was no reported patient injury.